Manufacturer narrative:
Product ID 8731sc, lot# / serial# (B)(4), implanted: (B)(4) 2008; product type: catheter, product ID 8840; product type: programmer, (B)(4).

Event description:
It was reported the new healthcare provider (hcp) had difficulties adjusting the actual settings of the pump and reversed the variable dosing of the pump. The patient was supposed to be getting a higher dose in the evening and lesser during the day. The patient experienced increased pain and felt ¿it was not working. I don't even feel anything at night¿. The pump was being used to deliver baclofen and dilaudid.